Manufacturer narrative:
The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A peritoneal dialysis patient experienced a break in aseptic technique which resulted in peritonitis. The peritonitis was manifested by cloudy fluid. The peritonitis was further described as the patient did not wash their hands and did not maintain hygiene during pd therapy. The same day the patient was hospitalized for the event and began treatment with an intraperitoneal (ip) injection of cefipime (1 gm,,once a day for 14 days) and an injection of vancomycin (1 gm, ip, every fifth day for 14 days). Three days after hospital admission, the patient recovered from the peritonitis event and was discharged from the hospital on the following day. On an unreported date the patient was retrained in aseptic technique. Dianeal therapies were ongoing. No further information was provided.